Manufacturer narrative:
The complaint investigation for a falsely depressed architect tsh result included a search for similar complaints, review of complaint text, trending data, labeling, device history records and testing with the complaint lot number. Trending review determined no adverse trend for the issue for the product. Labeling was reviewed and found to adequately address the issue under review. Device history record review on lot 02402ui00 did not show any potential non-conformances or deviations. Return testing was not completed as returns were not available. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 02402ui00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on the information provided and abbott diagnostics' complaint investigation, no systemic issue or deficiency of the architect tsh lot number 02402ui00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed architect tsh result for one patient. The following data was provided (customer's reference range is 0.35-4.94 miu/l): initial result was 4.0813 miu/l, repeat was 6.7848 miu/l. There was no impact to patient management reported.